Event description:
On (B)(6) 2020, a customer reported that the t2sars-cov-2 panel reported a negative result on a known positive sample during system validation. The same sample reported a positive result on the cepheid genexpert system.

Manufacturer narrative:
Gulf coast medical center reported discrepant assay results during assay validation - the t2sars-cov-2 panel (eua), lot wo-10199/expiry 02/04/2021 run on t2dx instrument isa1415000043 produced a negative result on (B)(6) 2020, compared to the positive sars-cov-2 result from the cepheid genexpert run on (B)(6) 2020. This is the fifth of five discrepant negative results obtained during validation, with the unique run ID: (B)(4). The customer ran qc on the t2dx and confirmed instrument performance. The cepheid genexpert assay is more sensitive in sars-cov-2 detection than the t2sars-cov-2 panel and likely cause for the discrepant result.